Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received a result of 105 mg/dl on her avivia system and a result of 60 mg/dl on a professional system within 10 minutes. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.